Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a screen issue or sluggish performance of the programmer. No errors or sluggish performance was found in the log. It was noted the touch screen calibration was slightly off and the power cord bay was broken. The xy/touch screen cable was reseated and the stylus was calibrated. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer was intermittently slow to respond to touch and because of this it couldn't be used to check a device. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.